Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the high impedance was in the superior vena cava (svc) portion of the lead and the svc portion of the lead was inactivated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was also noted that there were two patient alerts for out of threshold subthreshold lead impedance on (B)(6) 2012. Weekly high voltage lead trend data shows an abrupt increase for minimum and maximum superior vena cava (svc) impedance equal to 67 to 254 ohms peak between (B)(6) 2012 and (B)(6) 2013. Product event summary: ...